Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the site was unable to push an exam from electronic picture archiving and communication systems (pacs), the 3d model was not present in the plan task, but was present when they clicked "edit 3d model." A representative called in and still did not see the 3d model after changing the bit-depth from 16 to 12. Technical services (ts) had her go to build 3d model and adjust the lower threshold to display the 3d model. The issue was resolved.

Manufacturer narrative:
Initial reporter was left out of original report. Initial reporter is (B)(6). If information is provided in the future, a supplemental report will be issued.